Event description:
It was reported by the provider that the unit is alarming. Per independent repair center statement: replaced pilot valve. No patient injury alleged, no additional information provided.